Event description:
It was reported that this system with right atrial (ra), right ventricular (rv) and a non bsc left ventricular (lv) lead showed high, out of range shock impedances at the rv lead. The field representative observed muscle stimulation on the patient. Furthermore, the lv lead has been showing low lv pacing percentages and intermittent lv noise that might be the sensing of the ra lead channel with atrial fibrillation. The field representative did reprogram from lv tip to rv to lv tip to can and changed sensing from lv tip to lv ring to lv tip to rv. They will also discuss testing high voltage lead with commanded 41 j shock. Additional information was received from the field representative mentioning that the lv lead was reprogrammed from lv tip to rv to lv tip to can and changed sensing from lv tip to lv ring to lv tip to rv. The patient no longer felt phrenic nerve stimulation. The rv, ra and lv leads remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with right atrial (ra), right ventricular (rv) and a non bsc left ventricular (lv) lead showed high, out of range shock impedances at the rv lead. The field representative observed muscle stimulation on the patient. Furthermore, the lv lead has been showing low lv pacing percentages and intermittent lv noise that might be the sensing of the ra lead channel with atrial fibrillation. The field representative did reprogram from lv tip to rv to lv tip to can and changed sensing from lv tip to lv ring to lv tip to rv. They will also discuss testing high voltage lead with commanded 41 j shock. The rv, ra and lv leads remain in service at this time. No adverse patient effects were reported.